Manufacturer narrative:
The device was returned for analysis. Visual inspection of the returned device did not find any anomaly. Functional testing was performed and the device operated to specifications. The manufacturing records were reviewed and no issues were found.

Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the implant procedure the patient was hospitalized due to pain in the lower extremity. The lead was removed and replaced with two percutaneous leads. The patient has recovered without sequelae and is currently using their device to find effective pain relief.